Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking at the septum. Reportedly, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer loaded a new cartridge to address the issue. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.